Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cables were loose but not visibly broken at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the back end. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited a white residue around the cable grooves. Other back end cables were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .013 - .023 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a wire was looped out on a cobra grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.